Event description:
It was reported that the patient reported the cassette was almost half full alarming no disposable on both pumps and was unable to troubleshoot. A new cassette was mixed and now is running with no issues. The patient's husband reported his wife was not feeling well yesterday after being without remodulin for 40 minutes due to cassette failure. No medical or surgical intervention reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Unknown: (catalog number).